Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is not related to the manufacturing process. Double capsule: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, seroma-late, double capsule.

Event description:
Healthcare provider reported right side "breast deformity. According to the results of the operation, capsular contracture baker grade iii-IV, chronic breast seroma, and double capsule." The device has been explanted and not replaced.